Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Customer provided with loaner while the central station is being returned to the company's national repair center for further evaluation.